Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two pieces measuring 15. 8cm from the connector pin and a middle portion measuring 30.0cm. External insulation abrasion was found from 30.0cm to 30.3cm from the connector pin consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.